Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: one of our customer received catalog #238300120 and mentioned that her daughter, who is (B)(6) now, has used catheters since birth, has recently 2 urinary infections. One in (B)(6) 2010, and the other on (B)(6) 2011. In (B)(6) 2011, she was hospitalized. She has purchased 200 catheters in (B)(6) 2010 and 200 more in (B)(6) 2011. She was questioning if there is a relation to the recall on this product. Patient current condition is fine.